Event description:
The doctor reported the implant was removed due to infection less than 2 months after implant placement. The bone quality was type iii. The oral hygiene around implant site was moderate. Local infection, bone resorption and encapsulation were reported during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient will need another surgical intervention.

Manufacturer narrative:
Please see attached summary memo.